Event description:
Surgeon mentioned to clinical development manager (cdm) a case he performed in (B)(6) 2013 resulting in a decentered ablation left eye. Right eye was treated without any issues, 20/20 ucva (uncorrected visual acuity) post operatively. It was reported that patient best corrected visual acuity (bcva) pre treatment for the left eye was 20/20. Post op shows left eye 20/25 ucva with ma -0.50 sphere, 20/20. The left eye was retreated to correct the haze on (B)(6) 2014 with an advanced customvue treatment. The left eye post operatively showed ucva as 20/40 with ma pl+1.25x090 20/20. Patient has not lost bcva but complains of glare and shadowing.

Manufacturer narrative:
Age/date of birth: (B)(6) 1987. Dates of events: approximately (B)(6) 2013, and (B)(6) 2014. The patient continued to complain about glare and shadowing, until it was decided to perform an enhancement, 4 months later, approximately (B)(6) 2013, after which patient's complaints increased and the ucva went from 20/25 to 20/40. Clarification of information: the left eye was retreated to correct the glare and shadowing on (B)(6) 2014, with an advanced customvue treatment. A misaligned outer iris boundary was noticed following the enhancement procedure. Device available for evaluation: yes. (B)(4). Additional report source: health professional, user facility. The initial MDR had an incorrect date of (B)(4) 2014; the correct date is (B)(4) 2014. Device manufacture date: 07/30/1996. Usage of device: reuse. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Additional information: the patient continued to complain about glare and shadowing, until it was decided to perform an enhancement, 4 months later, approximately (B)(6) 2013, after which patient's complaints increased and the ucva went from 20/25 to 20/40. Clarification of information: the left eye was retreated to correct the glare and shadowing on (B)(6) 2014, with an advanced customvue treatment. A misaligned outer iris boundary was noticed following the enhancement procedure.

Manufacturer narrative:
Event date - (B)(6) 2013. The equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2014. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic is reporting this event only and did not request field service or clinical support. Clinical development manager observed three days of successful procedures last month when at the account. No problems reported placeholder.